Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08750 inches. Device received with scratched case and pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis on unknown date. Customer's blood glucose value was unknown. Customer stated that the she wanted to make sure that the insulin pump was still functioning. Customer stated that they did the displacement test and the insulin pump was passed the displacement test. It was unknown that auto mode was used or not. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.